Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5. The following sections were corrected: d1, h6.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 71 months after a left total knee replacement procedure, the patient underwent a revision procedure to address issues including but not limited to polyethylene wear, severe pain and discomfort, swelling, instability, stiffness, loss of range of motion, lack of mobility, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, and other injuries presently undiagnosed, which all require ongoing medical care. No additional information is available. Product: 9999 unknown. Implants from initial surgery could not be determined from the provided information. No ebi data, no pra report, no serial tracing history. Concomitant devices are unknown.

Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, loss of range of motion and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, loosening, and loss of range of motion could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. Additional information: h6 clinical code.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.